Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the transmitter and smart device on (B)(6) 2016. Patient was advised to forget all bluetooth devices, close all applications, restart the phone and then launch the g5 application. No injury or medical intervention was reported.